Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cut and coag keys were locked. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medwatch number 1717344-2018-00212 is an invalid report. This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. This event has been reassessed. The event is no longer considered a malfunction MDR reportable complaint and is now classified as a malfunction non-MDR reportable complaint. New information has been received with the following information updated in event description: according to the reporter, prior to use, the device cut and coag keys couldn't be pressed and were locked, consequently as the buttons were locked it cant be activated. This issue was found right after opening the package. No patient involvement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one vl2610 sample was received and a visual inspection and functional testing were performed by the supplier. This product had been used for treatment. Inspection of the sample noted that the blue and yellow buttons could not be pressed. Further investigation revealed that the root cause is related to the switch within the pencil being placed in an incorrect position during manufacture. Appropriate corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.